Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a partial display issue on the insulin pump. The customer's blood glucose level was 162 mg/dl. The customer is using an (B)(4) aaa alkaline battery. The customer stated that the insulin pump was neither dropped nor bumped. The customer was advised that the insulin pump need to be replaced. The customer will call us back to go through the replacement policy.